Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg, inside the patient, when the physician attempted to throw it through the patient¿s right arcus tendinous. The physician was unable to retrieve the needle with "pick-ups" and the needle was left inside the patient. The physician cut the leg off the mesh and successfully sutured the mesh down with a stand-alone, vicryl suture (manufacturer unknown). The other three mesh legs of the device were implanted without issue and the procedure was completed with this device, without further complications to the patient, who is reportedly "fine" post-procedure.